Manufacturer narrative:
This complaint involves reported a (B)(6) result of the ag line. Following the (B)(6) ag result, the patient tested (B)(6) on (B)(6) differentiation and with (B)(6), qualitative pcr. An investigation has been conducted by orgenics with the following activities and results: the assay performance was assessed by testing a kit lot # 150512 from qc retention. The kit performed accordingly with qc specification. History record of release testing (qc) data and batch records for lot #150512 were reviewed. All quality control release testing was valid and performed within specifications with no observed anomalies noted based on the results of the investigation a definitive root cause of the complaint could not be determined. One potential cause in this case could be the presence of a substance within the sample that could influence the test result, such as toxoplasma igg, human anti-mouse antibodies, rheumatoid factor, elevated triglycerides, or (B)(6) infection. As stated in the warnings section of the product insert for the alere determine hiv-1/2 ag/ab combo: "specimens from individuals with toxoplasma igg, human anti-mouse antibodies, rheumatoid factor, elevated triglycerides (above 600 mg/dl), herpes simplex virus infection, hospitalized and cancer patients may give false positive test results." Orgenics has initiated a corrective action / preventive action (CAPA) investigation (internal reference CAPA (B)(4)) to further investigate the cause of this event.

Manufacturer narrative:
Corrective action / preventive action (CAPA) investigation (internal reference CAPA-(B)(4)) has been completed for further investigation of reoccurring (B)(6) results when testing labor and delivery samples. CAPA-(B)(4) assessed the significance of the (B)(6) rates to the safety and effectiveness of the test in pregnant and labor and delivery patients. Investigation conclusions made within the CAPA indicate that alere determine hiv-1/2 ag/ab combo produces results within the range expected as mentioned in the product pi and has performed similarly with another FDA-approved 4th generation test in a comparable field study. Based on the above, there is no evidence to suggest a product deficiency and the investigation is deemed closed. The trend will be further monitored and tracked.

Manufacturer narrative:
Investigation pending.

Event description:
Customer reported a potential (B)(6) ag result for a peripartum patient. Confirmatory testing was performed and found (B)(6) for (B)(6) ab and (B)(6) for (B)(6) rna. There were no adverse patient outcomes reported.